Event description:
The customer stated that her glucomer keeps reading high. The customer has treated with manual injections, but she continues to get a reading of high on her glucometer. The customer also stated that she has bronchitis. Advised the customer to seek medical assistance if she is unable to get her blood glucose levels under control. The customer stated that she will wait and see if she can get in touch with her doctor. The customer also stated that she has had previous hospitalizations. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.